Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, feeling mesh in the left anterior vaginal wall and mesh material bothering partner. An excision of the mesh was performed.